Event description:
Device malfunction: nose cone detachment. Symptoms/ae: surgical removal of devices. Time of malfunction/ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, the nose cone of the stent delivery catheter detached and became stuck on the wire distal to where the stent was placed. The detachment was noticed during post dilatation of the stent. Multiple unsuccessful maneuvers were attempted to snare the nose cone. The embolic protection device (epd) was then used to try to pull the detached nosed cone through the stent with plans to capture both the epd and the detached nose cone within the sheath; however, a the epd became entangled with the stent. After several other unsuccessful maneuvers, the pt was taken to surgery for retrieval of the nose cone, filter and stent. There was no adverse pt sequela reported. Two days post-procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Snare, study event. The device is being held by the user facility risk management and will not be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. The rx accunet (part #1011649-65, lot# 9050551) is being filed under a separate medwatch report.